Manufacturer narrative:
This supplemental report is to provide additional information from the manufacturer's investigation. A device history record (DHR) review indicated there were no abnormalities noted. Based on the investigation, the report of an e200 ref 92 code was confirmed. This was due to a faulty ID board.

Manufacturer narrative:
During the troubleshooting with the user facility, the technical assistance group noted the user facility attempted to recreate the output (drop) issue but the pk-sp generator was working without issue during the call. It was reported the end users that complained of the output drop and failure to cut issues did not encounter an error code. However, while troubleshooting the e200 ref 92 (references either internal failure or user error was observed. The pk-sp generator was returned to the service center for service/evaluation. A post check was performed and confirmed the reported error (e200 ref 92) was detected. The unit was inspected and tested with a test identification (ID) board; the serial number displayed "(B)(4)". The output powers were within standard specification. The pk-sp generator went under a two hour burn-in test; the unit passed with no issues. The unit required a software upgrade (to (B)(4)). Additionally, the top of the housing had multiple surface scratches. A review of the fault log was performed and error e400 ref 26 was shown eight times; generated if a transurethral resection in saline (turis) electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Also, e200 ref 92 was noted one time for electrode ID failure. The potential cause of the e200 ref 92 error could be caused by faulty test boxes or operator error. The exact cause of the reported intermittent output issues cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance group was informed that during a procedure, the plasma kinetic superpulse (pk-sp) generator reportedly received an error code (e200 ref 92) as well as output strength issue. The user facility indicated that for a few weeks they noticed they are no longer able to cut with the pk-sp generator after roughly 15-20 minutes of use, specifically during transurethral resection of the prostate procedures. The facility was unsure but believes the pk-sp generator was replaced out with another pk-sp generator to finish the procedures. There was no patient injury(s) reported.